Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that heart alarms are not appearing in department. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who stated the issue was fixed over the weekend by rebooting. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.